Event description:
The user facility reported during the procedure the cutter would not cut. They opened another pack and continued the procedure with no issues.

Manufacturer narrative:
Evaluation completed. One opened bl5425w pack from lot v3847 was returned. The assembly was returned in the plastic biohazard bag. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. In additional the connectors were inspected and no defects were found. However, the connection that was approximately 10 inches from the back of the cutter was loose. After tightening the connection a functional test was performed using a stellaris pc system. The cutter began to cut at 5000 c.p.m. But then the inner needle suddenly stopped at approximately half the port. The cutter did not cut but continued to aspirate. After only a few seconds the inner needle began moving again and the cutter started cutting and continued to cut. The cut rate was reduced to 1000 c.p.m. The cutter continued to cut but became clogged easily. The cut rate was gradually increased. At about 3400 c.pm.. The inner needle stopped retracting from the port window blocking it preventing cutting and aspiration. This cutter does not perform as intended. It should be noted that a bent needle condition could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable. He part number and lot number cannot be verified or determined. The tip protector was in place, as it should be. The needle was bent 5 degree or less. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. At 5000 c.p. M., the inner needle was found to be stuck and would not move. The cutter rate was reduced to 2000 c.p.m. At which point the inner needle broke loose and began to move. The cutter had good clean cuts and aspiration at various ranges and cut rates. It cannot be determined if the inner needle was stuck and wouldn't move due to the dried solution or for other unknown reasons. It should be noted that a bent needle condition could contribute to poor cutting performance. The sterilization and lot history records have been reviewed and found to be acceptable.